Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they have felt a "vibration" intermittently underneath their left breast for over a year now. The device remains in use and no patient complications have been reported as a result of this event.